Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high and a bolus did not lower it. The cause was thought to be related to the pump "sometimes not delivering insulin the way it should". The customer clarified that it was due to occlusions and they have been resolved.